Event description:
It was reported that there was damage detected due to capping the lead. The reporter stated that the lead cap set screw block appeared twisted around, therefore twisting the proximal lead contact in appearance. The neurosurgeon had to cut the cap off of the lead to remove it. It was reported that once the system was connected, an impedance check was performed which came back with all connections 'ok.' There were no out of range results. It was noted that the patient suffered no injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 360340002, product type accessory; product ID 3387s-40, lot# v858673, implanted: (B)(6) 2012, product type lead. (B)(4).